Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable troponin t hs stat result from the cobas e411 analyzer and a questionable creatinine kinase (ck) result from the integra 400 analyzer for one patient sample. Of the data provided, only the troponin t hs results were discrepant. The initial result was 16.64 pg/ml which did not agree with the patient's clinical picture. Around five hours later, the same sample was repeated and the results were 423.4 pg/ml and 428 which agreed with the patient's clinical picture. The results were reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 187548 with an expiration date of 12/31/2016. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A preanalytical issue was suspected as the same sample also had issues on the integra 400 analyzer.